Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that "surgeon was tapping pedicle and piece of tap broke off in vertebral body. Had to leave piece of metal in patient. Patient bone was extremely hard."